Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0dklr, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had an injury. About 10 days before reported event date, she had to go to the ER (emergency room) because she got a head injury. They had the patient do a CT scan and it turned their device off. The patient was unconscious at the time, but it made her wonder what would happen if she was unconscious and unable to communicate with them about the device. Also if they put her in an MRI machine. Compatibility guidelines were requested for MRI. It was noted that the patient had a medical ID bracelet, and she was going to have it changed to reflect the MRI guidelines. Five days after reported event date, the healthcare provider office called and reported the patient did not contact the physician office for this head injury or the fact that it turned their device off. The physician has no information to provide and the representative had no information as well. Additional information has been requested, but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.